Event description:
It was reported that during a lap hysterectomy, the hand activation buttons did not work on device. A second device was used to complete case with no pt consequence. Device was discarded.

Manufacturer narrative:
(B) (4). (B) (4). Info not available, device not returned for analysis.